Manufacturer narrative:
(B)(4). Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It was reported that the instrument fractured during trialing. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Examination of the returned device exhibits signs of repeated use. The dovetail feature is flared, compressed and is fractured on the medial side of post. All pieces returned. DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.